Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed both devices appear to have been intentionally cut on one end. There is a cable fracture on one of the devices. Unable to determine the cause of the event at this time. The implants will be sent for further analysis: metallurgical.

Event description:
Date of implant: 2007. It was reported that a patient underwent a surgical procedure with implantation at levels l2-s1. Approximately 2-3 weeks post-op, patient sustained a traumatic fall. Follow-up x-rays revealed a fractured rod. Patient underwent revision surgery to remove the hardware, approximately 2 months post-op. No patient complications were reported.